Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the thresholds increased on the leadless implantable pulse generator (ipg) a few days after implant which led to loss of capture. The ipg exhibited premature battery depletion and was reprogrammed. No patient complications have been reported as a result of this event.